Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10433 and 2134265-2017-10724. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. However, it was reported that the ilab ultrasound imaging system froze during the second pre-pullback. After the system was rebooted, error code 5008 occurred which correlates with "acquisition pc not available. Check back of acquisition pc to see the green light is on" and found out that the acquisition processor hard disk access lamp did not light up. No patient complications were reported.